Event description:
A customer contacted beckman coulter regarding a high platelet (plt) result generated by the coulter lh 750 analyzer. Customer indicated that a high plt result was reported out of the lab for a patient, who was admitted to the hospital for further testing. Based on available information, lab personnel discovered one additional patient result that was erroneously high, but was not reported out and the patient treatment was not affected. Patient data is no longer available for investigation. No additional information regarding this event was provided. Based on the information available, there was no effect to patient; however, the patient was admitted to the hospital for further testing.

Manufacturer narrative:
Per customer, there was one elevated qc result during the timeframe of this event. Sample info and the instrument performance information were not provided. As per customer, qc data is no longer available because it must have been deleted. On 08/07/07, customer requested service due to intermittent plt "r" flags: the fse cleaned and adjusted rocker bed. The fse verified the instrument which was operational. The fse performed a startup, and ran performance tests. The fse ran and monitored plt samples. The fse installed new spare air solenoids and replaced pre-amp. The event was reviewed with limited information as patient and qc data was no longer available since the event was reported several months after the fact. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.